Event description:
The customer reported while using a hand held intermec barcode wand, device read a sample barcode in position h11 incorrectly as "018026007" instead of "001lc26007". A htlv-I/ii assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01207-03.